Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Event date was unable to be obtained through good faith efforts, aware date has been used as an approximate.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. He states that the device worked for one year; however, now he feels his device is not functioning properly since he has been incontinent at night and when sitting on a chair. No further details were provided.